Event description:
Reportedly, this ring was explanted after approximately a 4 year, 3 month implant duration due to aortic insufficiency, congestive heart failure, and renal failure.

Manufacturer narrative:
Device not returned.